Event description:
It was reported while using the bd max enteric viral panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "while performing investigation for reagent complaint, discrepant results on the bd max enteric viral panel, we have found evidence that bd max does need to be serviced. We are suspecting an optical crosstalk enteric viral panel is showing positive results that are negative upon repeat with other assay. Decontamination and environmental swabbing has yet to resolve the issue."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary he complaint alleges the bd max instrument (catalog number serial number (B)(6) had a "false positive¿. Customer reported that they have been receiving false positive on evp. Upon rerunning of the samples, the results were negative. Customer decontaminated the instrument, but the issue persisted. Field service was dispatched. Field service replace a side reader. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 24jun2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and this complaint is a continuation of a false positive case in november 2021. The customer experience false positive on evp and performed decontamination efforts to eliminate that possible cause. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported while using the bd max enteric viral panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: while performing investigation for reagent complaint, discrepant results on the bd max enteric viral panel, we have found evidence that bd max does need to be serviced. We are suspecting an optical crosstalk. Enteric viral panel is showing positive results that are negative upon repeat with other assay. Decontamination and environmental swabbing has yet to resolve the issue."